Event description:
The pump side of the connector was cleaned per technical services. The modular cable was exchanged during the cleaning. There were no alarms observed after the cleaning. There was no additional damage to the primary driveline other than the cosmetic tear. The modular cable exchange resolved the driveline communication faults. The patient was noted to have been alive.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called the emergency line for driveline communication faults. The pump was on. The patient had a known cosmetic tear to the primary driveline. The patient was off anticoagulation. Log files were submitted to determine if a modular cable driveline exchange was required. Following review, it appeared that the event log file showed multiple driveline communication faults (b) on (B)(6) 2025 at 2:32:18. There did not appear to have been any interruption in pump support during these events. Tech services noted that the modular cable was replaced, per conversation, and would not tighten down on the connection to keep the pump running. It appeared from the pictures provided that the modular cable had corrosion on it. The pump side of the connector was cleaned per technical services. There were no alarms observed after the cleaning.

Manufacturer narrative:
Manufacturer's investigation conclusion: the modular cable (lot number: 10657372) was returned in association with an exchange due to corrosion on the pump in-line cable connector. The modular cable returned in unremarkable physical condition and passed all functional testing without issue. No log files from when the modular cable in use were submitted for review. Provided information indicated that when the cable was connected, it could not be fully inserted, and that this was determined to be due to corrosion on the pump cable connector. The pump cable in-line connector was cleaned, and the issue resolved. The modular cable was exchanged after the pump cable cleaning, per procedure. The reported event could not be correlated to an issue with the modular cable. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline fault alarms. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use and advises the patient not to get their equipment wet. Heartmate iii instructions for use (rev. C) section 2 - ¿system operations¿ and heartmate iii patient handbook (rev. D) section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.